Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that during a routine follow up appointment the physician noted a code and was concerned over a possible battery issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) as the estimated battery longevity showed an increase from 91 percent to 94 percent remaining within a year time frame. It was noted that the patient also was implanted with a cardiac contractility modulation (ccm) device, with the last recharge being over a month ago. At the appointment the s-ICD was reset with a magnet. The physician then noted the code did not reappear; however, the patient data was lost. Technical services (ts) was consulted to review the data. Upon review, ts noted the code is benign and related to radiation, high altitude, cosmic rays or other external factors. Ts discussed that when this code occurs, the programmer resets patient data including implant date. The implant date will be set to date when manual or automatic sensing setup is next performed, and this cannot be corrected. The reset of the implant date was what likely affected the reported battery status causing the estimated remaining longevity to increase. The reported battery percent remaining is expected to be high until it reaches an estimated 15 to 20 percent remaining at which time the reported value will be corrected, likely resulting in a decrease in estimated longevity. Ts noted that stored and captured s-ECG data and timestamps will not be affected, and therapy remains available. Engineering review of the data confirmed the s-ICD appears to currently be operating normally and the device longevity is not affected by the calculation of battery percent remaining.